Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during follow-up one day post implant, a increase in pacing threshold and a decrease in sensing was observed on the atrial lead of an asymptomatic patient. An x-ray revealed that the lead had shifted slightly from implant. The lead was successfully repositioned on (B)(4) 2015.